Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation of organs"), device breakage ("fracturing of the implant/pieces broke off and were found in uterus"), device expulsion ("migration of essure device location of device: pieces broke off and were found in uterus"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia),") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2007, the patient had essure inserted. In 2008, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required) and pelvic pain ("pain/pain"). In 2012, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), weight increased ("weight gain"), abdominal pain ("abdominal area pain") and dysmenorrhoea ("pain during periods"). The patient was treated with surgery (hysterectomy (full), oophorectomy (one side removal of ovary)), surgery (hysterectomy (full), oophorectomy (one side removal of ovary)), surgery (hysterectomy (full), oophorectomy (one side removal of ovary)), surgery (ablation) and surgery (ablation). Essure was removed on 19-aug-2013. At the time of the report, the perforation, device breakage, device expulsion, vaginal haemorrhage, menorrhagia, pelvic pain, dyspareunia, weight increased and abdominal pain outcome was unknown and the dysmenorrhoea had resolved. The reporter considered abdominal pain, device breakage, device expulsion, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain, perforation, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - in (B)(6) 2007: total bilateral occlusion, everything looked good most recent follow-up information incorporated above includes: on 18-jun-2018: pfs received. Events per pfs: abnormal bleeding (vaginal, menorrhagia), migration of essure device location of device: pieces broke off and were found in uterus, dyspareunia (painful sexual intercourse), oophorectomy (one side removal of ovary), abdominal pain, weight gain, dysmenorrhea were added. Device breakage event term updated. Outcome of the event updated. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation of organs") and device breakage ("fracturing of the implant") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2008, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required) and pelvic pain ("pain"). The patient was treated with surgery (she had surgery to remove the essure implant). Essure was removed in 2013. At the time of the report, the perforation, device breakage and pelvic pain outcome was unknown. The reporter considered device breakage, pelvic pain and perforation to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.